Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse began by attempting to replicate the error in normal mode. The system initially started without any errors and the armrest ergonomics function operated correctly, but after approximately a few minutes the 23095 error appeared. The engineer then replaced the motor power cable to the manipulator controller ergo base (mceb). After an initial start with an error, the engineer was able to recover the system and the ergonomics function resumed normal operation. The engineer power cycled the system again with no error, then performed a wiggle test on the cables, which induced the error. The engineer subsequently replaced the surgeon side console (ssc) armrest motor in accordance with the aperture workflow. All tests then passed, and the system successfully completed an extended sine cycle without errors, followed by a verification period that exceeded the time at which the customer had previously experienced the error. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. During failure analysis, visual inspection was performed and found no problem related to reported issue. Checked lighthouse/aperture and confirmed error 23095 had occurred. Installed armrest motor module on an internal equipment, fixture, or tool (eft) system and ran calibration successfully. Power cycled several times and left system on for 20 minutes and armrest motor module functioned as designed with no errors. Unable to replicate reported issue during system testing. Root cause not determined at this time.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) during case setup to report an ergonomics error and stated that they had already attempted to retry and power cycle the system, but the errors persisted. The tse reviewed the system and confirmed error code 23095 indicating an issue with the armrest motor. The tse then asked whether the ergonomics position allowed the surgeon to sit without needing adjustment; the customer checked with the surgeon, who indicated the position was acceptable. The staff subsequently disabled the function and were able to recover, and the customer proceeded with case setup. The procedure was completing as planned with no reported injury.